Manufacturer narrative:
The complaint sample was returned incomplete but the reported event was confirmed. The power adaptor was bent out of shape, which is inconsistent with intended use. There were signs of heavy use and wear along with numerous scratches and gouges visible throughout the surface of the reamer handle power adaptor. A manufacturing review revealed no discrepancies. No further investigation is required. (B)(4) was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the straight reamer handle power adaptor becoming bent/deformed during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Complaint information provided by distributor, (B)(4).

Event description:
It was reported the reamer shaft was in use with a battery device and as the resistance in the acetabulum increased during milling, the reamer shaft bent out of shape in the adapter. No adverse events were reported as a result of the malfunction.